Event description:
The patient received a left onlay medial procedure on (B)(6) 2012. Patient was complaining of pain at the tibial bone pin site. On (B)(6) 2013, mako surgical corp was made aware that the surgeon found an exostosis (bone spur) growing out of the bone pin site after reviewing an x-ray. The surgeon removed the exostosis in a secondary procedure. The surgeon stated there was no failure of the robotic arm interactive orthopedic system (rio) or restoris multicompartmental knee system (mck) implant system.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was initiated by mako surgical with regard to this event. The clinical evaluation is in progress, and no preliminary information is currently available.